Event description:
On (B)(6) 2012, the pt was implanted with three gore conformable tag thoracic endoprostheses to treat a thoracic aortic aneurysm. Access was gained through the right femoral artery (diameter: 8 mm). The physician felt resistance while inserting a 24 fr gore dryseal sheath, but he was able to successfully place the sheath through the femoral and common iliac arteries. The ctag devices were deployed without complication, however, it was noted that the pt's blood pressure was unusually low. The physician attributed the low blood pressure to the medications used during the procedure. At the conclusion of the procedure, the pt was reported to be in good condition. Two hours post-procedure, a rupture of the right external iliac artery was discovered. The physician indicated the dryseal sheath may have caused a small tear in the artery. The pt was implanted with a covered stent to treat the ruptured artery. The rupture was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore dryseal sheath instructions for use (IFU), a 24fr dryseal sheath requires a minimum access vessel diameter of 9.1 mm. Additionally, the IFU cautions against advancement of the assembly if there is resistance. The cause of the resistance must be investigated before proceeding.